Event description:
During the procedure an ethicon powered plus long articulating endoscopic linear cutter was being used. After multiple successful firings, a cartridge was loaded and misfired. It was removed, another cartridge was placed, and it misfired. The cutter was removed from the field and a new cutter was given to the scrub tech so the case could be completed. No patient harm.